Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. D224trk implantable cardioverter defibrillator (ICD) (B)(6) 2012; 5568 implantable pacing lead (B)(6) 2007; 4193 implantable pacing lead (B)(6) 2007.

Event description:
It was reported that an alert was triggered due to right ventricular (rv) lead coil impedances being out of range. The patient is in hospice for an unspecified terminal illness and all therapies have been turned off. The lead remains in use. No patient complications have been reported as a result of this event.